Event description:
It was reported the pt experiences pain and irritation at the ipg site due to the location. Surgical intervention is planned to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.